Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the yellow screen showed "maintenance". This was cleared and then pump turned off at some point later without warning. Pump was plugged into wall. No issues found by htm. There was no harm to the patient. Per customer, no further information will be provided, including patient demographics and no products will be returned.